Event description:
It was reported that during an atrial fibrillation ablation procedure, the patient became hypotensive and required medical intervention. Following transseptal access, performed under ultrasound and without fluoroscopy, the blood pressure dropped and ultrasound was used to identify an effusion in the pericardial space. A pericardiocentesis was performed and the effusion was drained. The patient was stabilized and will remain in the hospital for observation. The case was not completed. The customer also indicated that some reprocessed ultrasound and diagnostic catheters (non bwi catheters) were also in use but no additional details have been provided.

Manufacturer narrative:
(B)(4). The catheter was tested and passed deflection, electrical, leakage, temperature and stockert generator tests. Also, it was evaluated visually and it was in good condition with no damages. The root cause of the reported event could not be determined. However it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Upon follow-up with the customer facility, the customer facility confirmed that they do not consider the bwi equipment or products to be the cause of the patient incident. Customer declined to have the bwi equipment functional tested. Customer with continue to use the bwi equipment. The customer facility did not provide any additional information regarding the patient, product, or the procedure. If any additional information is provided by the customer facility during the complaint investigation, a 3500a supplemental will be submitted to the FDA as required. Concomitant devices: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); lasso 2515 nav variable catheter, catalog # ln222515ct, lot # unknown. (B)(4).